Event description:
It was reported that the rotaburr was stuck with the rotawire. The 90% stenosed target lesion as located in the mildly tortuous and severely calcified artery. A 1.50mm rotapro and rotawire were selected for use. During the procedure, the burr got stuck with the rotawire. The devices were removed together as one unit outside patient. The procedure was completed with another of the same device. There were no complications, and patient was in good condition after the procedure.

Event description:
It was reported that the rotaburr was stuck with the rotawire. The 90% stenosed target lesion as located in the mildly tortuous and severely calcified artery. A 1.50mm rotapro and rotawire were selected for use. During the procedure, the burr got stuck with the rotawire. The devices were removed together as one unit outside patient. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. During visual inspection, the device returned without the burr loaded on it; therefore, no sign of jamming could be found. Body of the guidewire was kinked, the observed kink on the body was measured from distal to proximal and the kink was found at 45.0 inches and 114.0 inches. A microscopic inspection identified a kinked spring tip. No other issues were identified during the product analysis.